Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit due to diabetic ketoacidosis. Customer attempted to self-treat with a bolus via pump and a supplies change. During hospitalization, customer was treated intravenously with fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.